Event description:
According to the complaint, the customer had an incident where 38 patient results on average had 10-15 mmol/l higher na result from 20:40h on 3/6 problem resolved around 18:00h 4/6. The highest discrepancy is a true value (beckman coulter) of 137 mm na and a reported value of 163 mm na on abl800 (seen twice on 4th june @ 11:21 and 16:11). The customer thinks that they had a clotted sample around 20:58 on 3/6 as there was bloody fluid in the ph chamber. They cleaned out and changed the reference membrane and ph chamber, checked the inlet gasket and nipples. Then they ran calibration and qc which all were good. They checked again an hour later and found fluid in channel under the reference. They conducted another 7-8 cleaning cycles, performed protein removal, calibration, and qc.